Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, possible causes for the malfunctions were degradation and stress problems. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the deflectable videoscope exhibited the objective lens adhesive joint had peeled away. It was also observed that there were scratches on the distal end tip metal component. There was no patient involvement.